Event description:
Patient had emergent cath with intervention. It was discovered that images of procedure were not transferred from the siemens imaging equipment to the mckesson archives. Cath lab team members did not follow process put into place to ensure that images are transferred prior too deleting them from siemens which has a finite amount of memory space. There is no way to retrieve the images. No harm to patient.